Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Built in reader self test was successfully performed. The reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion was observed. The returned reader's battery was measured at 4.15v, which was within specification of 3.7v ¿ 4.2v. The reader was also monitored under a thermal camera and no issues were noted. There was no evidence that the reader was too hot to hold. Therefore, the issue is not confirmed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.